Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) retinal infiltrates [retinal infiltrates] decrease in her vision [visual impairment] hyperglycemia [hyperglycaemia] novopen 4 inject air instead of the insulin [device failure] novopen 4 does not give her the correct dose [device delivery system issue] did not use the insulin regularly [intentional dose omission] dizziness [dizziness] unbalance [balance disorder] case description: this serious spontaneous case from egypt was reported by a consumer as "retinal infiltrates(retinal infiltrates)" beginning on (B)(6) 2022, "decrease in her vision(vision decreased)" beginning on (B)(6) 2022, "hyperglycemia(hyperglycemia)" beginning on 2019, "novopen 4 inject air instead of the insulin(device failure)" beginning on 2019, "novopen 4 does not give her the correct dose(inaccurate delivery by device)" with an unspecified onset date, "did not use the insulin regularly(intentionally missed dose)" with an unspecified onset date, "dizziness(dizziness)" beginning on (B)(6) 2022, "unbalance(loss of balance)" beginning on (B)(6) 2022, and concerned a 47 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "type 2 diabetes mellitus", , mixtard (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 100 iu, qd (60u morning /40 u night), subcutaneous) (therapy dates - --/--/2014 to ongoing) from 2014 and ongoing for "type 2 diabetes mellitus", patient's height: 165 cm patient's weight and body mass index (bmi) were not reported. Dosage regimens: novopen 4: started from 2018 mixtard: ??-???-2014 to not reported (dosage regimen ongoing); current condition: type 2 diabetes mellitus (since 2009), pancreatitis (since 2006), neuropathy, colon historical condition: baby's death (due to placental separation so the baby remains dead for a period cause pancreatitis). Historical drug: vitamin b and orodisolvable (non-codable) concomitant products included - librax [chlordiazepoxide;clidinium bromide](chlordiazepoxide, clidinium bromide) tablet, milga(benfotiamine, cyanocobalamin, pyridoxine hydrochloride) tablet ongoing, cloverin v (non-codable) and diaflozinet (non-codable) patient started using novopen 4 from 2018. On an unknown date in 2019, the patient started experiencing hyperglycaemia. The patient reported that she suffered from hyperglycaemia as her novopen 4 inject air instead of the insulin. In oct-2022 patient suffered from decrease in vision and retinal infiltration and patient thinks that it was due to irregularly in take insulin dose. On 31-oct-2022, the patient suffered from the dizziness and unbalance as novopen 4 did not give the correct dose. It was also reported that patient's hba1c was 14.8%, fasting blood glucose was 310 mg/dl which was corrected to 195 mg/dl after 1 week and post prandial blood glucose was 450 mg/dl. Batch numbers: novopen 4: hvgl647, mixtard: requested. The outcome for the event "retinal infiltrates(retinal infiltrates)" was not reported. The outcome for the event "decrease in her vision(vision decreased)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "novopen 4 inject air instead of the insulin(device failure)" was not yet recovered. The outcome for the event "novopen 4 does not give her the correct dose(inaccurate delivery by device)" was not reported. The outcome for the event "did not use the insulin regularly(intentionally missed dose)" was not reported. The outcome for the event "dizziness(dizziness)" was recovered. The outcome for the event "unbalance(loss of balance)" was recovered. References included: reference type: e2b linked report, reference ID#: eg-novoprod-981335, reference notes: same patient. Reporter comment: invalid batch number of mixtard: lr79836.

Event description:
Case description: investigational result: name: novopen 4, batch number: hvgl647 a visual examination of the returned product was performed. It was not possible to operate the pen due to broken internal parts. The observed fault was a result of accidental damage during use of the device. A visual examination of the returned product was performed. The device was disassembled to examine internal parts. A part of one of the internal pen parts broke off and interfered the pen function. The push button cannot be fully depressed, and it may get stuck at the lowest selectable dose size. The piston rod does not return smoothly and the push button function blocks or operates in jerks when injecting a pre-set dose. The fault was caused by broken internal parts and may occur if the pen was dropped on a hard surface or if a tool has been used to turn the piston rod loose when it was fully retracted. Since last submission following information was added investigation results updated imdrf code updated narrative updated accordingly. References included: reference type: e2b linked report reference ID#: (B)(4). Reference notes: same patient final manufacturer's comment: 08-feb-2023: the visual examination of the suspected device (novopen 4) was done. The functioning of the pen was not optimum as the internal part was broken. Broken parts of the pen could have contributed to incorrect dose delivered there by resulting in hyperglycemia. The breakage could be secondary to accidental drop, incorrect handling of the device or visual impairment in the patient. Information on handling of the device was not available for detailed assessment. Patient's underlying medical condition of diabetes mellitus, visual disturbances are significant confounding factors which could have contributed to reported events. Company comment: 'retinal infiltrates', 'visual impairment', dizziness', 'balance disorder' are assessed as unlisted and hyperglycemia as listed according to current novonordisk ccds information on mixtard. Broken pen part could have contributed to incorrect dose delivered there by resulting in hyperglycemia. Patient's underlying medical condition of diabetes mellitus is a significant confounding factor which could have contributed to reported event hyperglycemia. Retinal infiltrates and visual disturbance could be secondary to hyperglycemia. This single case is not considered to change the current knowledge on safety profile of mixtard. H3 continued: evaluation summary name: novopen 4, batch number: hvgl647 a visual examination of the returned product was performed. It was not possible to operate the pen due to broken internal parts. The observed fault was a result of accidental damage during use of the device. A visual examination of the returned product was performed. The device was disassembled to examine internal parts. A part of one of the internal pen parts broke off and interfered the pen function. The push button cannot be fully depressed, and it may get stuck at the lowest selectable dose size. The piston rod does not return smoothly and the push button function blocks or operates in jerks when injecting a pre-set dose. The fault was caused by broken internal parts and may occur if the pen was dropped on a hard surface or if a tool has been used to turn the piston rod loose when it was fully retracted.